Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes had 2 cleo 90 infusion tubing breaks and multiple line blocked events. It was noticed that the tubing was physically broken in the center of the tubing - not at either end and resolved the issue by changing the infusion set. It was disposed of broken tubing. Then, this was experienced a line blocked alarm and looked down and saw tubing was broken in the center again. It did not retain broken tubing. The tubing was changed and site, but alarm persisted so she changed just the site, but alarm persisted until changed all supplies cassette and infusion set tubing and site. However, it has continued to get line blocked alarm through the night on current cassette and infusion set which is in a totally new spot on her body and ensuring positional blockage is not causing issue. The event occurred during infusion and there was no patient injury.